Event description:
It was reported that surgical intervention was undertaken. The device and electrode were explanted and replaced. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of low amplitude signals resulting in the smartpass feature being disabled. Subsequently, the device exhibited oversensing that resulted in delivery of inappropriate shocks. Boston scientific technical services (ts) discussed troubleshooting options. It was reported that tachycardia therapy was programmed off and the patient was sent home with a lifevest. The device was observed to be completely flipped around in the pocket and the electrode was pulled out of position and wrapped around the device. It was reported that the patient suffered from twiddler's syndrome. Surgical intervention was undertaken. The device and electrode were successfully repositioned. An interrogation of the device post revision procedure noted a charge timeout message had been recorded 11 days prior to the revision procedure. Review of stored device memory noted the charge timeout occurred during the inappropriate therapy episodes. Ts discussed that the charge timeout message cannot be cleared and recommended device replacement. Additionally, ts recommended electrode replacement due to potential twisting when wrapped around the device. Device and electrode replacement was planned. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found an arc mark on the electrode shocking coil and melted metal on the proximal end of the shocking coil. Laboratory analysis concluded that the observed arc and melted metal occurred when the device delivered shock therapy with the electrode wrapped around the device case. This report is being filed to correct the MFR site facility address (g1).

Event description:
It was reported that analysis of this electrode was completed.